Event description:
Patients states she just slid and slid until she fell. Patient was found on the floor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).